Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during angioplasty, a stent foreshortening occurred. The target lesion was located in the right superficial femoral artery. A 6x120x120 epic vascular stent was advanced and deployed, however, the stent did not elongate, appeared shortened and jumbled up. The stent was ballooned with a 6x120 charger balloon catheter with no change. Another stent was deployed to complete the procedure and correct the bunching of the epic stent. The stent was fully apposed to the vessel. No patient complications were reported and the patient status is fine.